Manufacturer narrative:
(B)(4). Batch number: r5817e. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device breakage-lock out. During the lobectomy, jaw could not close at the 1st time use, tried several times and closed the jaw, but then could not open the jaw. According to the sales rep, the knife direction indicator was deviated from middle at first, and similar issue was reported previously which is from the same product lot r93109. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Photographic analysis: five photos were received: picture one shows an open jaws without reload loaded on it. Picture two shows the handle of a device with the returned knife switch down. The closing trigger appears to be closed. Picture three shows the handle of a device with the firing and closing trigger open. Batch r5817e can be seen. Picture four shows the handle of a device with the returned knife switch up. Picture five shows a device with the firing trigger, closing trigger and jaws open. No reload can be seen loaded on the device. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.